Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Device was not returned so no product evaluation could be conducted. This device was used for treatment. Device history report was reviewed and no discrepancies were found. Review of complaint history determined that no further action is required as no were trends identified root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical product - vanguard series-a standard patella arcom three 1/4" pegs, item #: 184764, lot #: 403740; vanguard tm ps open box femoral - 72.5 mm left-interlok, item #: 183133, lot #: 642900; e1 vanguard ps tibial bearing 79/83x16 mm, item #: ep-183666, lot #: 545870. Customer has indicated that the product will not be returned to zimmer biomet for investigation as it is still currently implanted. The investigation is currently in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event. Please see associated reports: 0001822565-2017-03055, 0001825034-2017-03117, 0001825034-2017-03118.

Event description:
It was reported that following a total knee arthroplasty, the patient is experiencing ongoing pain. When evaluated by his physician, he was told that everything was normal and he was dismissed. Attempts have been made and additional information on the reported event is unavailable at this time.